Manufacturer narrative:
The device was returned due to embolization. The investigation confirmed the device met all dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, an 18 mm amplatzer vascular plug ii (avpii) was implanted in a pda but was noted to have embolized into the right pulmonary artery 2 hours post-procedure via chest x-ray. The patient returned to the cath lab where the avpii was snared and successfully removed from the patient. A 10 mm amplatzer muscular vsd occluder was prepped and inserted, but was removed before release due to sizing. The pda was ultimately closed with a 12 mm amplatzer muscular vsd occluder. The patient is reported to be stable and has been discharged.